Event description:
Leica biosystems received a complaint regarding "dry tissue" and notification of "130" and "230" errors, which indicate fill and drain timeout errors respectively. The leica field svc engineer (fse) who attended the laboratory on (B)(6) 2015 in association with this complaint, noted that the liquid level sensors (lls) in both retorts a and b were dirty. The fse reported that: "dry tissue was poor fixation from one doctor's office". Investigation of circumstances involved in this incident by leica biosystems is in progress.